Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preventive maintenance (pm) of the device, the display went blank. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to operate as intended with no display failures noted.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2017, the pump was powered up at 16:45:07. A perfusion screen was opened at 16:58:25. The perfusion screen was exited at 17:19:21. The system was power cycled and another perfusion screen was opened at 17:21:48. The perfusion screen was exited at 18:04:41. There were no indications of an issue in the log.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The small display assembly and display to pump cable was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.